Event description:
During a dbs implantation neurosurgery, the neurosurgeon moved the neuroelectrode by pressing the remote control "in" key. Normally the movement stops after 1mm, instead it was noticed that movement speed is high and the movement stopped after 5 mm, additionally, the depth was not displayed on the neuronav screen (as supposed to). The neurosurgeon then decided to continue the neurosurgery by using the manual electrode moving option and the dbs electrode was successfully implanted. The problem was found to be a faulty cable between the neuronav and the neuronav drive unit. Replacing the cable solved the problem.

Manufacturer narrative:
Following investigation, simulation of the malfunction and finding the exact cause, our conclusion is that the designed mitigations to prevent uncontrolled movement of the neuronav drive unit are effective. Nevertheless, since the system detects the potential malfunction and issues, an error message on the neuronav screen, we shall immediately notify our customers to move electrode manually, once the error message appears and refrain from using the software controlled movement.